Manufacturer narrative:
This supplemental report is submitted to provide additional device evaluation results. Corrosion and heavy dust were noted on the contact pins inside the scope socket. As stated in the instructions for use, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the power switch failure was likely related to the power switch design since the product was confirmed to be manufactured prior to the implementation of a design change to the switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the main switch was observed stuck and remained depressed. The switch was confirmed to be an older version.

Event description:
A user facility reported to olympus that the power button was stuck in the on/off position. There was no patient injury or harm, associated with the problem, reported to olympus.